Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump display screen was observed to be dim, faded, and discolored with a pinkish coloration. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/faded/discolored display screen on the pump. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.